Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: canada.

Event description:
It was reported that outside of surgery on an unknown date, the handle jammed-tight, they clarified that issue was that the handle was not mating properly, and the ratchet would not perform the necessary function. They did not try with a carrier. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete; no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6 and h11. Review of the most recent repair record determined the unit was confirmed to have a damaged bottom roll and a stuck-on ratchet. The bottom roller and ratchet handle were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.